Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. The service territory manager (stm) evaluated the iabp and verified that upon power up it alarmed maintenance required code #3. The stm found the shuttle transducer was out of specification which was causing the alarm, the transducer was unstable. The stm replaced the front end board and calibrated it. The iabp then passed all functional and safety tests per factory specifications, was cleared for clinical use and returned to the customer.

Event description:
The customer reported that prior to use on a patient the cs300 intra aortic balloon pump (iabp) displayed "maintenance required code 3". No patient involvement or adverse event reported.